Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 6.1 mmol/l at the time of the incident. Customer stated that they were hospitalized but did not mention the time and date for their hospitalization. The customer stated that their screen was blank. The customer sent the product back for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm was confirmed in the pump history due to broken trace on the keypad assembly. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No blank display noted during testing. No unexpected power error 25 alarm or low battery alarm noted during testing or in the pump trace download. Unit was received with cracked select button keypad overlay, stained keypad overlay, scratched case and stained serial number label.